Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements that were greater than 125 ohms and a gradual rise in these values over the past year. Technical services (ts) recommended a commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service.